Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the first 4076 lead would not stay fixated in any of several positions which were attempted. The lead kept falling out. Another 4076 lead was attempted, and also would not stay fixated at any of several attempted positions. The physician discarded both leads, and implanted a single-chamber ventricular pacemaker. No patient complications have been reported as a result of this event.